Event description:
A physician reported that cutter was found bent or deformed during surgery. When cutter was inserted and removed though trocar cannula, significant resistance was felt. The procedure type was unknown. The procedure was completed on same day by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).